Event description:
It was reported that during a lap chole procedure, the handle was sticking and the clips were not forming properly. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Evaluation summary: the analysis results confirmed that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the clips properly. However, the instrument was noted to have sticking issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.